Event description:
Event occurred in china. Damaged haptic after implantation as we checked with the hospital, there was no more information for this case, the hospital can not confirm which haptic was damaged, the english translation of this initial report is that a preloaded aspheric posterior chamber intraocular lens (iol) was delivered to the operating room by the nurse. During the surgical procedure, the surgeon identified that the iol haptic was broken, which seriously impacted the surgical process. And after we rechecked again, the incident was initially reported by the admin in the hospital, but not the surgeon, so initial information was wrong. An adverse event reported in march by (B)(6) hospital, s/n: (B)(6) after communication with the operating surgeon, it was reported that during implantation, a slight fracture was observed in the blue-colored portion of the haptic. The surgeon attempted to implant the lens, but it was found that it could not be properly supported within the capsular bag. Therefore, the iol was cut and removed. Iol was explanted on (B)(6) 2026 problem code: a0414 - material split, cut or torn

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Haptic damage is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. The customer could not confirm whether this is leading or trailing. No abnormalities were found in production and inspection records of the product (serial no.: (B)(6); model: 250). We also confirmed there were not any abnormalities on the loop pull strength test record of the material lot (toed-g115-06). The dye test result showed the injector tip was properly coated. The lens release test result showed that the re-installed new iol could be released out of the returned cartridge/tip without any problems. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.